Event description:
During an emergent surgery procedure of a critical patient with large perciardial effusion, a 21 mm edwards bovine pericardial valve infra annular sutures were placed circumferentially passed through the sewing ring of the valve and the valve was lowered into position and then the sutures were tied using the core knot device. Unfortunately, there were 3 or 4 misfires of the cor-knot and the sutures could not be replaced and therefore was elected to take that valve out. We replaced the sutures, reposition a new 21 mm valve and then hand tied the sutures. Once the valve was seated correctly sutures were tied appeared to be in good position and then the aortotomy was closed in a 2-layer technique as usual. The patient left surgery and was transported to the intensive care unit in critical condition intubated. The cor-knot device that failed was saved and given to the sales representative to return to the manufacturer for inspection.